Event description:
Caller reports that she was informed by the provider that a jada system failed "last night"/the jada device did not stopped bleeding. [Device ineffective] the provider reported that "clots clogged it. [Device occlusion] . No other ae [no adverse event] . Case narrative: this spontaneous report originating from united states was received from a physician referring to a non-pregnant female patient of unknown age via clinical educator (ce). The patient's medical history, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intrauterine route (batch/lot and expiration date were not reported) for postpartum hemorrhage. On (B)(6) 2024 (also reported as last night), the reporter informed that a vacuum-induced hemorrhage control system (jada system) system failed. The vacuum-induced hemorrhage control system (jada system) device did not stop bleeding (device ineffective) and the provider reported that clots clogged it (device occlusion). The bimanual exam was performed to remove clots. The patient was hospitalized due to device ineffective and device occlusion. No other adverse event (no adverse event). It was reported that another product (other than bakri balloon) was used initially and failed. The area was then assessed with ultrasound prior to insertion, and it was unknown if it was for position or for evidence of retained placenta. The placenta was not invasive. The patient was currently inpatient and sought for medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued on (B)(6) 2024. The product was not available for retrieval as it was discarded in operating room. Upon internal review, event device ineffective and device occlusion was determined to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.